Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient with chronic atrial fibrillation presented in the emergency room. Upon interrogation, it was noted the right atrial lead exhibited complete atrial undersensing of atrial fibrillation. Pacing spikes were also inappropriately seen on the electrogram due to the undersensing. Chest x-ray revealed the lead was in the same position as implant. The device was reprogrammed to vvi. The patient was asymptomatic.